Manufacturer narrative:
The account found the issue was due to broken brake caster supports and loose hardware. The account replaced the right foot and left head brake caster supports and brake casters to resolve the issue.

Event description:
The account alleged the brake caster on the right foot and left head are not holding. No patient impact.